Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Will not stay on...head falls off into the mouth - oral-b [device breakage]. Case narrative: adult consumer via phone stated that the oral-b toothbrush head would not stay on the oral-b toothbrush and the oral-b toothbrush head fell off into their mouth. No injury was reported.